Event description:
Customer reports that he obtained results of 590 mg/dl, 220 mg/dl, and 199 mg/dl on the same device within 3 minutes. No action taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.